Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 435 mg/dl with strong, fruity breath odor. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment had no damage and the battery cap was able to be properly secured. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the alleged hyperglycemia was related an intermittent power issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.